Manufacturer narrative:
Administrative review of the information provided indicate the event was improperly reported. There was no reported injury to the patient. Additionally, the damage to the tip of the sheath was minor and was unlikely to cause or contribute to a death or serious injury if were to reoccur. Based on this information, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
During the implantation of a 26mm sapien 3 ultra valve in the aortic position, calcium within the left common iliac damaged the esheath tip. A tear was noticed. The esheath was successfully removed without patient injury. The vessel was ballooned and dilated and a new esheath was prepped. The new esheath was inserted without issue and the case went well.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
During the implantation of a 26mm sapien 3 ultra valve in the aortic position, calcium within the left common iliac damaged the esheath tip. A tear was noticed. The esheath was successfully removed without patient injury. The vessel was ballooned and dilated and a new esheath was prepped. The new esheath was inserted without issue and the case went well.